Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good after the procedure.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good after the procedure.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There were numerous kinks to the hypotube of the device. At the proximal end of the distal markerband, the balloon had a partial circumferential tear. Product analysis confirmed the reported event, as the device was found to have a partial circumferential tear.